Manufacturer narrative:
As of today, the lead has not yet been returned. Should additional information become available, this report will be updated.

Event description:
The lead has been returned for analysis.

Event description:
Boston scientific received information that this right ventricular lead displayed high thresholds and intermittent capture at maximum output. The lead had dislodged. The patient is pacemaker dependant. The patient was seen for a lead revision procedure where the lead was explanted and replaced. There were no adverse patient effects. The lead is to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was thoroughly inspected and analyzed. The conductor coils were stretched from 457 millimeters from the terminal pin to the distal anode electrode. The lead tip and tines were intact and undamaged. The lead tip and tines had no visible signs of damage or defect which would contribute to dislodgement. The clinical observations could not be confirmed.